Event description:
Through journal article titled "an elegant method for removing breast implants - a novel surgical device" physician reported ruptures in silicone breast implant devices. The devices were explanted and/or replaced. Treatment included follow-up within a 6 month period with no intra- or postoperative complications being reported. Affected sides are unknown.

Manufacturer narrative:
Continued h6: f1905. Continued e1 (phone number): (B)(6). Clarification to d6b: between (B)(6) 2019 to (B)(6) 2022. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Article citation: gronovich yoav, et al. "An elegant method for removing breast implants - a novel surgical device." Plast reconstr surg., 04 apr. 2023, epub ahead of print. Pmid: 37010465., doi: 10.1097/prs.0000000000010486.